Manufacturer narrative:
It was reported that the urinary catheter balloon was unable to be deflated by the home health nurse after several attempts and after contacting the urologist, the nurse instructed end user to go to the emergency room (ER). That same day (B)(6) 2020, the end user was met in the ER by her urologist's nurse practioner, who attempted several times to remove the foley catheter. It was reported that the urinary catheter balloon was unable to be deflated. The end user reports, "a needle was inserted through her vagina and the balloon was deflated in that manner, and the catheter removed". A new urinary catheter was inserted and no further incident was reported to the manufacturer. The sample was discarded at the hospital therefore; there is no sample for return and evaluation. A root cause for the reported product problem/issue will not be able to be determined. Due to the need for medical intervention during the reported incident, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon was unable to be deflated.